Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test ¿ failed. When powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board and the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Voltage verification check ¿ passed. There were no visual discrepancies encountered during the internal inspection. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported a cycler that powered down during step 1 of setup. The patient stated that this was the first occurrence. During cassette insertion, the patient noticed a burning wire smell, after which the cycler powered off and could no longer be turned back on. The display was blank, there was no power outage or outlet issue, the power cord was securely plugged in, and the power switch was in the on position. When attempting to restart the cycler, there were no lights on the stop, ok, or up/down keys. The patient had discarded the cassette wrapper and didn't have product lot number. The fresenius technician advised the patient to discontinue use of the cycler and arranged a replacement liberty select cycler due to the ¿can't turn on cycler¿ condition. The patient is trained in capd and has manual supplies available and will perform capd/manual treatments as needed. There was no patient involvement in the malfunction itself and no injury or adverse event reported. Additional information was attempted to be gathered, but no data was provided. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Event description:
A peritoneal dialysis (pd) patient reported a cycler that powered down during step 1 of setup. The patient stated that this was the first occurrence. During cassette insertion, the patient noticed a burning wire smell, after which the cycler powered off and could no longer be turned back on. The display was blank, there was no power outage or outlet issue, the power cord was securely plugged in, and the power switch was in the on position. When attempting to restart the cycler, there were no lights on the stop, ok, or up/down keys.the patient had discarded the cassette wrapper and didn't have product lot number. The fresenius technician advised the patient to discontinue use of the cycler and arranged a replacement liberty select cycler due to the ¿can¿t turn on cycler¿ condition. The patient is trained in capd and has manual supplies available and will perform capd/manual treatments as needed. There was no patient involvement in the malfunction itself and no injury or adverse event reported. Additional information was attempted to be gathered, but no data was provided. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Additional information: h.10. Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test ¿ failed.when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2411 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Voltage verification check ¿ passed. There were no visual discrepancies encountered during the internal inspection.a review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.